Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one month of post deployment, an abscessogram of abdomen was revealed that one of the legs of the inferior vena cava filter was protruding lateral to the left-sided margin of the remainder of the legs, and cannot rule out focal perforation or extravascular location versus extension into a contributing venous structure. It may be extending into one of the contributing veins based on the previous venogram from the day on which the inferior vena cava filter was placed. Around, seven years and ten months later, a computed tomography of abdomen was performed for abdominal pain. The study showed that there was an inferior vena cava filter in place and multiple filter prongs were protruded beyond the wall of the inferior vena cava. Also, the inferior vena cava filter was found to be tilted. Around, eleven months later, a computed tomography of abdomen was performed for abdominal pain. The study showed that there was re-demonstration of an inferior vena cava filter in similar position. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2014).